Event description:
The reporter stated that the surgeon was inserting a single piece silicone lens model aa4204vf into pt's eye and the lens tore. The lens was removed with no pt injury.

Manufacturer narrative:
Eval: results: (other) a visual inspection of the returned product shows the lens is torn in half and a plate haptic is torn. There is clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.